Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously low estradiol results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the sample on a different instrument and the results was higher within a different clinical range. The initial erroneously low result was not reported outside the laboratory. There are no reports of any adverse pt consequence of any medical intervention to prevent or prelude any adverse pt event.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse ran the high sensitivity (hs) system check. All portions were within specifications. Definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.